Event description:
Boston scientific crm received information that during the normal device change out of this implantable cardioverter defibrillator (ICD), it was noted that the header was slightly detached from the device. The header was not completely removed; however, it could be swiveled slightly back and forth.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in boston scientific's product performance report. Add'l correction/removal reporting.